Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor kept reading low but her blood glucose level was not low. The insulin pump was suspending since the day before. Customer's blood glucose level was 99 mg/dl but her sensor glucose reading was 63 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The device was not returned.